Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: cer 148279 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: it was reported that device repeatedly alarmed for 'patient disconnection'. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).

Event description:
The following was reported to hamilton medical ag: it was reported that device repeatedly alarmed for 'patient disconnection'. No health consequences or impact reported